Event description:
Post-operative condition, calaxo post-op issue. The pt's original surgery was in 2006 on her right knee. An MRI was done in 2007 and in 2008 she expresses pain in her leg. She pinched her retropatellar and felt a pad in 2008. The pt then received revision surgery. The right knee was scoped, and there was reduction of the bucket handle medial meniscus, and removal of the bioabsorbable screw.

Manufacturer narrative:
Device was not returned for eval. Product recall was initiated on august 21, 2007.